Event description:
It was reported that pump triggered repeated cartridge alarm 20 that did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.